Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a legion total knee revision was performed approximately 16 months post surgery due painful knee and journey ii femoral component loosening. Removal of loose journey ii bcs size 3 left femoral component, tibial base plate left size 1 and journey ii bcs xlpe articular insert left size 1-2, 10mm. No more information available.